Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR reports: 1627487-2013-02365 and 02366. The patient received two leads from the same lot and two anchors from the same lot as part of his scs system. It was reported the patient had his system explanted approximately (B)(6) 2009 due to a (B)(6) infection. The patient stated he was hospitalized for the infection and was treated by an infectious disease physician for approximately 10 months. He reported the infection had encapsulated on his spine and he was treated extensively with medication. It was reported an MRI was taken after his treatment and it showed the infection had cleared.